Manufacturer narrative:
Manufacturing records could not be reviewed because no parts or lot number were provided. No other information was available. Conclusion: the likely root cause is not determined.

Event description:
It was reported es2 was used for vertebral osteomyelitis and fixed th12~s1. Revision surgery for loosening of l5 and s1 occurred.

Event description:
It was reported es2 was used for vertebral osteomyelitis and fixed th12~s1. Revision surgery for loosening of l5 and s1 occurred.